Manufacturer narrative:
Pa and lateral of neck and chest x-rays were reviewed. No anomalies were noted on the x-rays. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a system diagnostics test yielded high lead impedance suggesting a possible lead malfunction. Further investigation revealed that the pt feels stimulation, but it is not as strong as it used to be. Review of x-rays by radiologist and MFR did not reveal any anomalies. No serious injury was reported. Revision surgery is likely.